Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed the functional tests, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08660 inches.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The high blood glucose was 414 mg/dl at the time of incident. The current blood glucose was 350 mg/dl. The other relevant blood glucose level was 300 mg/dl and 560 mg/dl. The customer was treated with manual injection, bolus and insulin pen for high blood glucose. Troubleshooting was performed for high blood glucose. The customer was alleging insulin pump for under delivery. The product will be returned for analysis.